Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the device functioned as intended. The device connected without issue. A document review was not performed because the serial number provided was inaccurate. A complaint review indicated other failures reported. Probable cause may be a connection issue. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that when a sales rep used the console for a demonstration, that the handpiece could not be connected. This device has not been used for treatment and had no effect on the patient. It was also reported that the tube of the handpiece had come off.